Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01739. It was reported that there was a difficulty to remove the burr, the burr became stuck in lesion and stent, and the burr fragment was un-retrieved. In (B)(6) 2016, a synergy¿ stent was implanted at the proximal left anterior descending (lad) artery. In (B)(6) 2017, percutaneous coronary intervention was performed. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). After a non-bsc guidewire crossed the lesion, intravascular ultrasound (ivus) catheter was advanced but failed to cross the previously implanted synergy¿ stent. Predilation was performed using a 3mm semi-compliant balloon catheter. A non-bsc guide extension catheter was advanced onto the synergy¿ stent however; the distal portion of the stent not covered. The non-bsc guide wire was replaced with a non-bsc microcatheter, and the microcatheter was able to cross to the distal portion. Rotablation was then performed using a 1.50mm rotalink¿ plus with a maximum speed of 10,000 rpm from 200,000 rpm. During the third ablation, the calcifications near the target lesion were able to be ablated. Another ablation was then performed to ablate calcified mid lad up to the distal lad. However, on the fifth ablation, it was noted that the burr got stuck on the lesion. Dynaglide mode was then initiated but the burr would not rotate. The guide catheter and rotalink was then attempted to be removed together but it was found out that the burr got caught at the proximal lad on the synergy¿ stent that contracted at the proximal edge. Since no blood flow occurred in the proximal lad, emergent surgical procedure was initiated. Direct view operation could not be performed at the portion of the left main trunk artery towards the proximal lad that reached in the pulmonary artery. Thus, the burr could not be removed. Subsequently, the shaft was cut approximately 20mm from the burr tip and the operation was completed with a bypass connection with lad and circumflex artery. The patient was admitted and intubated in the ICU and is under observation.